Manufacturer narrative:
The device has not been returned for eval. A follow-up report is required when the device has been returned and evaluated. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2013 to report "spill post-op" on their cardiopat machine. No donor or operator injury was reported.